Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted up. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test was performed and passed all the relevant testing. Manual "try it" testing and was performed and passed vibrator mode. The audio/ vibration test with dexcom global receiver communication tool was performed and passed. The receiver was opened for an internal visual inspection and it passed. Vibrator intermittent tests were performed and passed. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.